Event description:
The event is reported as: per athlone affiliate: catheter was inserted on (B)(6) 2011 following prostatic surgery. The catheter required removal on (B)(6) 2011, but the retaining balloon would not deflate. This resulted in the patient becoming de-stressed. The catheter had to be cut to release the fluid in the balloon in order to enable removal. Catheter removed after cutting and releasing retaining fluid in balloon. No patient injury reported.

Manufacturer narrative:
No sample is available for the manufacturer to evaluate. A follow-up report will be sent when investigation is completed.